Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, an asymptomatic and non- dependent patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture; chest x-ray revealed that the left and right ventricular leads had become dislodged. On (B)(6) 2018, the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited intermittent p-wave oversensing. This issue was noted to be ongoing since (B)(6) 2018. The lead was reprogrammed. After reprogramming, oversensing was no longer present on the rv lead. On (B)(6) 2018, during the revision procedure, the right ventricular lead helix had difficulty extending. The rv lead was explanted and replaced. The left ventricular lead was repositioned. The patient¿s condition post procedure was stable. On (B)(6) 2018, the asymptomatic patient presented in clinic. Upon interrogation, the left ventricular lead exhibited a loss of capture; chest x-ray revealed that the lead had become dislodged. The device was reprogrammed. The patient¿s condition post event was stable. The patient would be followed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.